Event description:
It was reported that the customer's blood glucose level was 500 mg/dl. The customer expressed thirst as a symptom of his high blood glucose level. The customer treated with manual injection. The customer stated that the adhesive on his unomedical insulin infusion set was not sticking. Standard troubleshooting was performed. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.